Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned accessories. The device performed to specification. The device was recertified and returned to the customer. There are no faults or error messages that indicate the device failed to discharge or would have if attempted. The device check log was reviewed and observed all the manual 30j tests performed on the event date passed with no issues. This report has been closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.